Event description:
It was reported that the proximal coating of the guidewire was coming off. The guidewire was not used. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned in its unopened pouch and box in double biohazard plastic bags. The guidewire was pulled out of its dispenser coil and examined. The guidewire ptfe coating was examined under magnification, no anomalies were observed with the ptfe coating. The ptfe coating was conforming to its required visual specifications. No sign of peeling and/or scrapped, loose ptfe coating was observed. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. After soaking the guidewire, it was inspected wet. The wet guidewire proximal, middle and distal section did not reveal uneven swelling of the distal hydrophilic coated section. The hydrophilic coating was smooth after hydration. No anomalies were found along its nitinol hydrophilic coating section. During functional evaluation, the guidewire was loaded and advanced through the proximal end of a demonstration microcatheter without difficulties. The guidewire was conforming to its required dimensional specifications. In further analysis, a portion of the ptfe section of the guidewire was wrapped around a mandrel in a tight wind and close pitch. The wrapped ptfe section was inspected for anomalies. The ptfe coating showed no anomalies resulting from the test, indicating that the ptfe coating was adhered to the guidewire. Device analysis did not reveal any anomalies related to the alleged report by the user. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the proximal coating of the guidewire was coming off. The guideiwre was not used. There was no patient involvement.